Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring iii proximal seal got stuck in the loader. A new kit was opened to complete the procedure. The hospital did not report any pt complications. The product was discarded.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)